Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose level was 219 mg/dl. The customer stated that the screen display did not returned after inserting new battery. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. Device passed self test, off no power test, unexpected restart error test or displacement test. The stop (idle) current test and run current test were in specification. (B)(4).